Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, a computed tomography (CT) abdomen and pelvis with intravenous contrast revealed the filter migrated below the renal veins, difficult to remove, tilted and multiple tines were outside the inferior vena cava. The device was removed percutaneously. The patient was diagnosed with pulmonary embolism post implant and reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three days later, computed tomography (CT) showed bilateral pulmonary embolism. Subsequently three days later, x-ray spine lumbar 3 views showed inferior vena cava filter, that overlay the transverse process of the right l2 vertebral segment. Approximately three months and ten days later, computed tomography (CT) revealed that a radiopaque filter was noted in the infra renal inferior vena cava. Approximately one month and six days later, x-ray abdomen 3 views showed that an inferior vena cava filter was noted at the right l2 level. Subsequently two days later, the patient reported to the hospital with abdominal pain and computed tomography (CT) showed an infra renal inferior vena cava filter was re-demonstrated. Approximately two months later, computed tomography (CT) showed radio-opaque filter in the infra renal inferior vena cava. The distal ends of some of the prongs of the filter appeared to project outside the inferior vena cava, unchanged. Subsequently three weeks and five days later, a vascular extremity lower venous duplex right showed acute deep venous thrombosis in the right common femoral, and popliteal veins. After three days, computed tomography (CT) showed no pulmonary emboli. Approximately three months and eight days later, a vascular extremity lower venous duplex right showed that there was non-occlusive thrombus in the right popliteal vein, which was moderately hyperechoic. The previously seen thrombus in the right common femoral and femoral vein was resolved, as these areas were patent. Approximately six months and eleven days later, a vascular extremity lower venous duplex bilateral showed no deep venous thrombosis in the common femoral, profunda femoris, femoral and popliteal veins. Approximately eleven months and thirty days later, computed tomography (CT) revealed that negative for central pulmonary embolism. Subsequently two days later, a vascular extremity lower venous duplex bilateral showed no bilateral lower extremity deep venous thrombosis or occlusion demonstrated sonographically. Approximately five months and two days later, an x-ray spine lumbar 3 views revealed that here was an inferior vena cava filter. Subsequently four months and nine days later, a vascular extremity lower venous duplex bilateral showed no findings in either leg to indicate acute deep vein thrombosis. Chronic thrombosis on the right was suspected. Approximately one year and two months later, computed tomography (CT) revealed that no thrombi were seen in the pulmonary arteries. Subsequently one month and five days later, the patient reported to the hospital with back pain. On the same day, an x-ray spine lumbar 2 views showed that the vena cava filter was noted to project right of midline at the l2-l3 level. On the next day, a magnetic resonance imaging (MRI) showed that large amount of thrombus was noted in the visualized portions of the iliac veins, as well as in the inferior vena cava. The patient had a known vena cava filter in place. Also, a vascular extremity lower venous duplex bilateral showed left lower extremity deep venous thrombosis and no evidence of acute deep venous thrombosis in the right extremity. Subsequently three days later, computed tomography (CT) revealed that presence of an inferior vena cava filter, present below the level of the renal veins. Low density probable thrombus was present and involved the distal aspect of the inferior vena cava, which extended into the right common iliac vein and perhaps into the right external iliac vein. On the left side, there were inflammatory changes within the left groin, and surrounded the common femoral vein and profunda femoris vein, which appeared to continue low density thrombus. Inflammatory changes continued above the left external iliac vein and common iliac vein, where there was also thought to be low density thrombus present as well. Assessment of the inferior vena cava above the level of the inferior vena cava filter demonstrated contrast opacification of the inferior vena cava and renal veins, without evidence of low-density thrombus and without extension above the level of the filter. Approximately four days later, the patient underwent thrombectomy and tissue plasminogen activator (tpa) thrombolysis. On the next day, the inferior vena cava filter was found to be clotted. Subsequently two days later, the patient was diagnosed with lower extremity deep venous thrombosis and a retrievable vena caval filter placed because of deep vein thrombosis. The patient now presented with filter tilted with multiple tines outside the cava, that impinged on bowel and aorta. On the same day, an attempt was made to retrieve the filter. Using ultrasound guidance, the right internal jugular vein was accessed with a micropuncture needle. Contrast was injected and an inferior vena cavogram demonstrated no clots within the bard recovery vena caval filter, and no clots or stenosis in the inferior vena cava. The catheter was exchanged over the guidewire for a 10-french vascular sheath with its tip positioned just cephalad to the nose of the vena caval filter. Multiple attempts to snare the tip of the filter were unsuccessful with a gooseneck snare. Therefore, using a reverse curve catheter, an exchange length glidewire was captured around the imbedded portion of the filter tip. Using this, the 2 ends of the wire were pinched down with a 6-french sheath. This was used to capture and remove the filter in the entirety. A 6-french sheath was introduced through this access and a new gunther tulip filter was deployed in a suprarenal position. The patient tolerated the procedure well with no immediate complications. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava (ivc) and retrieval difficulties. However, the investigation is inconclusive for alleged filter migration and pe post implant.the definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, a computed tomography (CT) abdomen and pelvis with intravenous contrast revealed the filter migrated below the renal veins, difficult to remove, tilted and multiple tines were outside the inferior vena cava. The device was removed percutaneously. The patient was diagnosed with pulmonary embolism post implant and reportedly experienced abdominal pain; however, the current status of the patient is unknown.